Manufacturer narrative:
Device label code for f10. Position 1: 1701. Device label code for f10. Position 2: 1738. Device label code for f10. Position 3: 1701. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The "slow gas leak" alarm sounded from the pump. Despite constant refilling, the alarm continued and the pumping stopped. The perfusionist was called but was unable to come immediately. The dr arrived and iabp resumed working for another hour. Then, specticles of blood were noted in the tubing. The iab was removed and a second was inserted into the pt. Event complications: none from the event -reported 12/5/96. Pt's current status: critical -reported 12/5/96.